Event description:
Device 2 of 3: reference MFR report#s 1627487-2012-00202 and 1627487-2012-00204. The pt's (B)(6) scs system consists of two surgical leads. It was reported the pt is without stimulation. X-rays were taken for further interrogation. It appears that one of the pt's leads has become disconnected from the ipg. In addition, one of the leads appears to be fractured. The pt is working closely with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.